Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.